Event description:
It has been reported to philips that when the angulation direction was used, the stand stopped moving. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that when the angulation direction was used, the stand stopped moving. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome.